Manufacturer narrative:
Visual and functional inspections were performed on the returned device. The reported inflation issue and separation were confirmed. The balloon rupture was not confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported inflation issue and balloon rupture; however, the reported shaft separation appears to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of this device.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a proximal to mid left anterior descending artery. Two xience sierra stents (2.5x30mm and 3.5x38) were implanted at the lesion without issue. Post-dilatation was to be performed with a 3.5x15mm nc trek balloon dilatation catheter. During the attempted first inflation at an unspecified atmosphere, it was noted that the balloon completely failed to inflate and extravasation of dye was noted inside the balloon. It was decided to remove the device when the shaft became separated. The physician was able to use the unspecified guide wire already in the anatomy to pull in the separated portion inside the unspecified guiding catheter and remove all devices as a single unit. There was no resistance noted during advancement or removal. A 3.5x12mm nc trek balloon and a powerturn 190 guide wire were used to successfully complete the procedure. There was no adverse patient effects or clinically significant delay. No additional information was provided.